Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was not working as claimed by the patient. Attempt to obtain additional information was unsuccessful. This ICD remains in service. No adverse patient effects were reported.